Event description:
Reporter indicated a patient's vns generator was unable to be interrogated. Performing a reset of the programming computer did not resolve the issue. Manufacturer follow-up revealed the programming wand battery was depleted. Once the battery was changed, the wand was able to interrogate a test vns generator. It has not been confirmed if the patient's generator has been able to be interrogated to date.

Event description:
Reporter indicated the reason for the generator failure to interrogate was due to the vns wand battery being low and "nothing to do with the patient".

Manufacturer narrative:
Report source, corrected data: the "foreign" designation was inadvertently omitted form the initial MDR report.